Manufacturer narrative:
MFR's report date: 7/14/2010. (B)(4). The pump was rec'd, investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported pump was infusing on a pt. Nurse was in the room and noticed smoke and flames coming from the back of the pump. Nurse pulled the pump off the pt and removed the pt from the room and extinguished the fire. No pt/user harm. Facility biomed disassembled parts and noted that the fire was mostly confined to the female end of the power cord and surrounding area of the device. Cause of the event was not determined by the biomed. No add'l info was available.